Event description:
The customer reported the device failed a test for the external paddle cable. There was no reported patient involvement.

Manufacturer narrative:
Investigation of case notes reveals that the power pca was replaced to resolve the reported problem, not the processor pca as previously documented. One power pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this power board. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.